Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went through the fill tubing process while connected to the site and inadvertently delivered 10.9 units of insulin to themselves. At the time of the call, the customer's blood glucose (bg) level was 201 mg/dl. Tandem technical support offered to follow-up with the customer to check on the customer's bg level; however, the customer declined and reported that the customer would be "okay".